Manufacturer narrative:
The delivery system was not returned to edwards lifesciences. Additionally, no photographs/imagery were provided. A review of DHR did not reveal any manufacturing related issues that could have contributed to the event. Complaint history was reviewed for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty through the sheath¿ and the occurrence rate for each did not exceed the august 2017 control limits for their respective trend categories. No IFU/training material deficiencies were identified. The manufacturing inspections in place support that it is unlikely a manufacturing non-conformance contributed to the complaint. Due to the device and/or applicable photographs/video not being returned for evaluation, the complaint for balloon burst was unable to be confirmed and dimensional inspection of the balloon wall thickness was unable to be completed. It is possible over-inflating the balloon or exceeding the rated burst pressure during deployment may have caused the balloon damage/burst or possibly deployment into a calcified implanted valve which carries the risk of a balloon burst. Deposits of calcium can puncture the deployment balloon. Per the complaint description, it was a ¿pulmonic case by transvenous approach into a pre-stented pulmonic valve¿. No information regarding the patient¿s pulmonic valve calcification was provided. However, it is possible that the balloon could have burst due to impingement on the pre-stented valve during inflation. It was reported in the complaint description that ¿they believe the rupture was caused by the pre-stent¿. Therefore, based on the available information, patient/procedural factors most likely have contributed to the balloon burst. Additionally, due to the device and/or applicable photographs/video not being returned for evaluation, the complaints for ¿distal tip, nose tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty through sheath¿ were unable to be confirmed. Visual and dimensional inspection of the delivery system were unable to be completed. Available information supports that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. The extra force that would then have been applied to the delivery system in an attempt to remove it could then have caused the separation of the distal/nose tip of the system. As noted previously, available information supports the balloon burst itself was likely the result of patient factors. Alternatively, there are other patient/procedural factors that can contribute to difficulty retrieving a device such as patient vascular calcification/vascular tortuosity, sheath insertion angle, coaxially of the device being retrieved, and not properly locking the system in default position during removal. The user is instructed to completely unflex and retract the delivery system into the descending aorta and to lock (click) the flex catheter back in default position to ensure the flex catheter tip collapses into the esheath during system removal. In this case, there is no information to suggest a manufacturing non conformance contributed to the event; the cause of the balloon burst may be related to calcification or impingement on the pre-stented valve as described above.  The cause of the withdraw difficulties and subsequent distal tip/nose tip separation may be due to procedural factors as described above.  No labeling or IFU/training material inadequacies were identified and review of the complaint history for the month of august 2017 did not reveal that the occurrence rates exceeded the control limits for the trend categories of these failure modes. Therefore, no corrective or preventive actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a pulmonic case by transvenous approach into a pre-stented pulmonic valve, the delivery system balloon ruptured during valve deployment. The valve landed with good position. The delivery system was able to be pulled back successfully to the femoral head but when trying to withdraw the delivery system into the sheath half of the balloon, with the nosecone and some of the shaft, became dislodged. A second sheath was inserted and the pieces of the delivery system were able to be successfully removed. A post-dilation of the valve was performed to ensure it was fully expanded. They believe the rupture was caused by the pre-stent. The delivery system is currently being held by the hospital's pathology team and it is unclear if it will be released for evaluation.